Manufacturer narrative:
It was reported that a saber percutaneous transluminal angioplasty (pta) balloon ruptured at eight atmospheres (8 atm) during its initial inflation at the lesion site. There was no reported patient injury. It is unknown how the procedure was completed however, it was finished successfully. The patient¿s information was unknown. The target lesion was the below the knee (btk). The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17276543 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber percutaneous transluminal angioplasty (pta) balloon ruptured at 8 atm during its initial inflation at the lesion site. There was no reported patient injury. It is unknown how the procedure was completed however, it was finished successfully. The patient¿s information was unknown. The target lesion was the below the knee (btk). The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used. The device will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.